Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). It was reported the patient attempted to utilize controller to adjust the stimulator and noted they received message settings not available. The patient was going to meet rep for reprogramming. The reason for call was this morning when the patient woke up they got the message settings not available. Caller stated that at night the patient turns their stimulation down and when they woke up this morning they could not increase the stimulation. Stimulation turns down but would not go up. Caller mentioned that they tried resetting the controller from what their rep told them to do but that did not resolve the issue. Pt only had one group and program 1 and 2 were at 0, while program 3 was at 3.3 intensity since they did not touch it yet. Caller was redirected to their healthcare provider to further address the issue, caller mentioned that the patient could not go the whole weekend without the therapy.  Additional information was received. Ins was interrogated on (B)(6) 2024. Impedance check was performed and revealed electrode #2 at 40000. Rep was able to reprogram patient's ins to cover all painful areas. Rep did not utilize electrode #2 during reprogramming session. Patient denies fall or any other trauma. Patient happy after reprogramming session.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.